Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge was leaking. Reportedly, the customer was able to successfully load a new cartridge to address the issue. Customer's initial blood glucose (bg) level was 62 mg/dl, but then the pump registered a 'low' reading. Reportedly the customer believes that the cause of low bg was due to delivering too much insulin. Customer drank juice, and consumed honey and carbohydrates to resolve low bg.